Event description:
It was reported the microintroducer came apart at the handle and the plastic sleeve needed to be recovered from the patient's arm. This event occurred as the inserter was in the process of removing it from the patient. It was stated the inserter was able to grab the tip of it with her fingernail and remove it from the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached pull tab was confirmed, but the exact cause could not be determined. One 5 fr peel-apart introducer sheath was returned for investigation. The sample exhibited evidence of use. What was consistent with blood residue was observed on the sheath and tabs. The sheath had been split and one tab was received separate from its half of the sheath. There was a tear in the at the tack punch, which allowed the sheath to separate from the tab. The distance between the tack punch and the proximal edge of the sheath was found to be within specification. While the exact cause could not be determined, potential contributing factors include tensile (pulling) forces during the removal process. A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0735 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the microintroducer came apart at the handle and the plastic sleeve needed to be recovered from the patient's arm. This event occurred as the inserter was in the process of removing it from the patient. It was stated the inserter was able to grab the tip of it with her fingernail and remove it from the patient. No other information was provided.